Event description:
The customer reported that the device would not open and close easily while being used during a laparotomy. The surgeon stopped using the instrument and opened another instrument in order to successfully complete the procedure. There was no pt injury. The device was returned for eval with the knife blade exposed.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a f/u report will be submitted.